Manufacturer narrative:
This reagent is intended for in vitro diagnostic use. Initial trouble-shooting indicated a potential instrument contamination issue. Therefore, a technical specialist was dispatched to the customer site to perform an instrument decontamination, exchange filters and optional bulk bottles, and re-validate application. Ventana also requested historical run reports and protocol reports for previous month. Further investigation also determined there was large variation in tissue thickness and that the customer was using an unconventional protocol (no cell conditioning, short hybridization time). At the recommendation of ventana, the user modified their protocol to include cell conditioning and increase the hybridization time, which has produced good results. During a second on-site visit, it was also determined that the user was not following ventana's interpretation guide which provided detailed guidance and instruction on how read and score slides. The user has since been trained on how to use this interpretation guide. Additional slides from the on-site visit are being brought back to ventana for further investigation. The suspected contamination material is being tested to determine if it could have caused for contributed to the event.

Event description:
Two (2) incorrect in vitro diagnostic results were reported to the physician, which in turn, led to a potential delay in treatment. There has been no report of a death or serious injury.